Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette would not disconnect from the transfer set. The event was further described as ¿they could not get the patient line to twist off the transfer set¿. This was observed during while disconnecting from peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.